Event description:
During a knee arthroscopy using a fast-fix 360 curved ndl delivery sys, it was reported that the first implant (t1) was deployed into the meniscus. The surgeon deployed the second implant (t2) and discovered that the implant was bent. The t2 implant was removed from the patient¿s knee and thrown away. The t1 implant was left behind in the patient unsupported. The case was completed with another fast-fix 360 device. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 device was returned for evaluation. The introducer device was returned without the implants and the suture. The device was visually evaluated and no issues were identified with the device. The device was functionally tested and actuated with no issue. A picture of the implant was provided for review. It appears that the 2nd implant is damaged from the eyelet to the nose of the implant but this remains unconfirmed as the implant was not returned for evaluation. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. The failure mode is confirmed; however the root cause cannot be identified. No further action is required. (B)(4).